Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump had scratches on the screen, cracks near the reservoir compartment, battery does not last long, had a motor error, no delivery, and failed battery test alarms. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device was received with a minor scratched lcd window and a cracked reservoir tube lip. Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. Device was received with a normal operating currents. Device was monitored and no unexpected low battery alarm, failed battery alarm or failed battery test noted. Also, no motor error alarm and no excessive no delivery alarm noted during the testing. Motor passed motor test. (B)(4).